Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing the customer did not notice any drips coming from the tubing. Reportedly, insulin was accumulating at the luer lock. During troubleshooting with tandem's customer technical support (cts), the customer disconnected/reconnected the luer lock connection and primed the tubing. The customer was successful at completing the fill tubing and there was no impact to the customer's blood glucose level.